Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 50 mg/dl while the ilet was operating in bg run mode, and the event was corrected with oral glucose with subsequent in-range confirmation by fingerstick. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.